Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the 980 ventilator failed the extended self-test (est) due to compressor failure. There was no patient involvement at the time of the reported issue. The service engineer (se) inspected the device and confirmed the reported condition. To address the failure, the se re-secured all the connectors. The se performed self-testing on the device and all tests passed.